Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an external pulse generator (epg) cable was not working and the patient's low heart rate continued. It was also reported that there were green and red flashing lights on the screen of the device. Changing the battery did not resolve the situation. The epg was replaced with a new epg system which paced the patient properly. The customer is expected to return the device to the manufacturer for repair. No patient complications have been reported as a result of this event.

Event description:
It was reported that an external pulse generator (epg) cable was not working and the patient's low heart rate continued. It was also reported that there were green and red flashing lights on the screen of the device. Changing the battery did not resolve the situation. The epg was replaced with a new epg system which paced the patient properly. The customer is expected to return the device to the manufacturer for repair. No patient complications have been reported as a result of this event. It was further reported that the generator had been returned for service.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator ceased to stimulate a patient and it was attributed to the sensitivity being out of specification intermittently and it was further noted that the heart lead flex was installed wrong and was also damaged. All affected parts were replaced. Further analysis was performed on the heart lead flex. This analysis found that the lead flex was electrically functional and passed all testing performed.

Event description:
It was reported that an external pulse generator (epg) cable was not working and the patient's low heart rate continued. It was also reported that there were green and red flashing lights on the screen of the device. Changing the battery did not resolve the situation. The epg was replaced with a new epg system which paced the patient properly. The customer is expected to return the device to the manufacturer for repair. No patient complications have been reported as a result of this event. It was further reported that the generator was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.